Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is mobile system, medwatch with (B)(6) is aviva system.

Event description:
Caller reported blood glucose results of 4.8 mmol/l on aviva system and 8.4 mmol/l on mobile system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.